Event description:
Armada 18 balloon failed to deflate in a superficial femoral artery during a routine angiogram. This led to clot formation in the lower leg requiring tpa infusion, thrombectomy, repeat procedure and overnight hospitalization. Per surgeon, he has not come across this issue in the past. After about 10-13 mins, the balloon deflated. FDA safety report ID# (B)(4).